Event description:
Consumer reports experincing inaccurate readings on their logic meter vs. Competitive meter. Analysis run on clark error grid using competitive reading (133 as ref. Points vs. Bd readings (390, 375, 325) yielded some data points in the "c" range of the grid, outside acceptable limits.